Manufacturer narrative:
As 09/30/2024, returned product samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 09/09/2024, the consumer stated that he sought medical attention. He was prescribed a steroid to soothe the swelling. On the completed cir received from the consumer on 09/03/2024, the consumer states that the product caused a dermic allergic reaction. The consumer states that he wore the bandage for one day and noticed slight irritation under it. The consumer replaced the target bandage with a walmart bandage and changed it daily. The wound healed after a couple of days of wearing the walmart bandage. He peeled off the bandage once the cut was fully healed and discovered a perfect rectangle of the allergic reaction with red swelling bumps. Per cir, the consumer had two telehealth sessions and was prescribed triamcinolone acetonide cream usp 0.1%, a topical steroid. The steroid successfully stopped the swelling on his skin. The reaction left a dark rectangle that partly disappeared over the last month.

Event description:
On the initial report received by aso on 09/09/2024, the consumer stated that he sought medical attention. He was prescribed a steroid to soothe the swelling.

Manufacturer narrative:
As of 07/31/2024, no returned products were provided. Unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.